Event description:
This case was reported by a consumer and described the occurrence of zinc poisoning in a male patient who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) cream over a period of 20 years for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started triple salt dental adhesive cream (dental). At an unknown time after starting triple salt dental adhesive cream, the patient experienced zinc poisoning. The patient queried if there was a treatment for zinc poisoning. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unresolved. Follow-up information from the consumer was received on (B)(4) 2013 via e-mail. The consumer reported that they had been using super poligrip with zinc for 20 years. Recently consumer had an orthomolecular test discovering cell damage due to the accumulation of zinc. The manufacturer's report number for this case is 9681138-013-00024. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available.

Manufacturer narrative:
(B)(4).